Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to emergency room (ER) due to a syncope episode. The patient's right ventricular (rv) lead had episodes of oversensing lead noise leading to pacing inhibition. On (B)(6) 2021, the rv lead was capped and replaced. The patient was stable throughout procedure.